Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance values and high threshold values. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.